Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is failing and is not able to be calibrated. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.